Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that a CT scan was performed and there was a "kink" in the outflow graft. The pt was referred back to the implanting center for further eval.

Manufacturer narrative:
The pt remains ongoing with the implanted device and the reported event could not be confirmed, because vad-10641 is still in use. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.